Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. Functional testing included the prime, displacement, basic occlusion, occlusion and excessive no delivery tests. After testing, it was concluded that the device operated within specifications. Cracks to the reservoir tube, battery tube case and scratches on the display window was noted during visual inspection.

Event description:
It was reported that the customer died on (B)(6) 2014. It was reported that the customer had high blood glucose levels of more than 1000 mg/dl. It was reported that the customer's cause of death was diabetes ketoacidosis. It was reported that the customer was wearing the insulin pump at the time of death. The father of the customer will return the insulin pump for analysis. No additional information was provided.